Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results: a flexiva 200 tractip laser fiber was returned broken into four pieces. The first piece measured approximately 109.3 cm from the top of the connector to the break. The second piece measured approximately 38.7 cm from break to break. Kinks were noted on the first and second piece. The third piece measured approximately 49.3 cm from break to break. The fourth piece measured approximately 107.9 cm from the break to the distal tip and was kinked. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the fiber tip was cracked but fully intact. The condition of the returned device confirmed the event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2018 . According to the complainant, during procedure and outside the patient, the laser fiber was broken at several spots. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. The patients condition was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2018. According to the complainant, during procedure and outside the patient, the laser fiber was broken at several spots. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. The patients condition was reported to be fine.